Manufacturer narrative:
The evaluation noted that it was as reported, a right total knee arthroplasty revision,was planned approximately 3 years post initial implant. During the revision, upon entering the knee joint, the surgeon noted excessive purulent fluid. This was cultured and found to be likely infected. It was elected to explant all components, wash the knee joint thoroughly, and implant a temporary antibiotic spacer. An exactech, size large, inter-space knee spacer was implanted. Patient was last known to be in stable condition following the event. Per IFU# 700-096-060, rev m, postoperative counseling and care is important. It is recommended that regular, long-term postoperative follow-up be undertaken to detect early signs of component wear or infection, and to consider the course of action to be taken if such events occur. A suitable rehabilitation program should be designed and implemented. ¿infection is a clinically well known potential complication of any surgical procedure including knee arthroplasty. If infection occurs after knee replacement, whether related to the procedure or otherwise, the foreign metal and plastic implants can serve as a surface for the bacteria to latch onto, inaccessible to antibiotics. Even if the implants remain well fixed, the pain, swelling, and drainage from the infection make the revision surgery necessary. With current surgical techniques and antibiotic regimens, the rate of infection following total knee arthroplasty ranges from 0.4% to 2.5%.1 the highest risk period for infection is between six months and three years. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition or is nosocomial in nature. References; 1. P.b. Voleti, k.d. Baldwin, and gwo-chin lee. ¿use of static or articulating spacers for infection following total knee arthroplasty: a systematic literature review¿. The journal of bone and joint surgery. Sept 2013; 95-a: 1594-9. 2. J.b. Meding, m.a. Ritter, k.e. Davis, and a. Farris. "Meeting increased demand for total knee replacement. (D11) concomitant device(s): logic trap tibial comp, sz 3.5f/3.5t (cn: (B)(4), sn: (B)(6). Logic tibial insert, psc sz 3.5, 13mm (cn: (B)(4), sn: (B)(6). 3-peg patella (cn: (B)(4), sn: (B)(6). Section h11: corrections made in the following section(s): (f6) and (f8) were entered in error, please disregard.

Event description:
As reported, a right total knee arthroplasty revision, was planned approximately 3 years post initial implant. During the revision, upon entering the knee joint, the surgeon noted excessive purulent fluid. This was cultured and found to be likely infected. It was elected to explant all components, wash the knee joint thoroughly, and implant a temporary antibiotic spacer. An exactech, size large, inter-space knee spacer was implanted. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending engineering evaluation. Concomitant medical products: logic trap tibial comp, sz 3.5f/3.5t (cn: 02-012-41-3535, sn: (B)(4); logic tibial insert, psc sz 3.5, 13mm (cn: 02-012-44-3513, sn: (B)(4); 3-peg patella (cn: 200-02-32, sn: (B)(4).

Event description:
The procedure of revision right total knee arthroplasty was planned. Upon entering the knee joint, the surgeon noted excessive purulent fluid. This was cultured and found to be likely infected. Therefore, it was elected to explant all components, wash the knee joint thoroughly, and implant a temporary antibiotic spacer. An exactech, size large, interspace knee spacer was implanted. Patient was last known to be in stable condition following the event.